Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty was unable to be tested as the loss of filter was user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported failure to retrieve the filter was due to use error. Based on the reported information, failing to use the barewire filter delivery wire as instructed in the product instruction for use (IFU) resulted in the filter coming off the guide wire during the attempt to remove. The emboshield nav6 eps IFU warns: ¿only use the barewire filter delivery wire. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element..¿ the barewire filter delivery wire contains an 0.019" step, which allows retrieval of the filtration device. The additional therapy, delay, and foreign body removal was due to case circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal superficial femoral artery. An emboshield nav6 embolic protection system (eps) was prepared per the instructions for use. The eps and a spartacore guide wire were advanced and atherectomy was performed. An attempt to remove the filter was made; however, the filter came off the guide wire. An embolectomy catheter and unspecified balloon were advanced to successfully remove the filter. There was a clinically significant delay in the procedure. No additional information was provided.